Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted minor scratches on the casing. The sal plugs wer intact and th st screws operated normally. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory identified no resets, errors or fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information from an s-ICD warranty validation and lead registration form that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The device was not implanted due to a non-specified product performance issue. The device was received to boston scientific¿s product return department. Boston scientific received information from the field clinical representative that during the implant procedure, the device was connected to the electrode. The device was inserted into the device pocket; however, a signal could not be obtained through the programmer. The impedance measurement was greater than 400 ohms. The physician disconnected the device from the electrode and the electrode was re-inserted. Proper electrode terminal pin insertion was verified and the set screw was re-tightened. The physician performed a system tug test which verified that the electrode tip was securely in the header port. Again, no signals were seen on the programmer and the impedance measurement was again greater than 400 ohms. This device was disconnected and a replacement device was securely attached to the electrode. Once connected, signals were displayed on the programmer and the impedance measurement was within normal range. No patient adverse effects were reported.